Event description:
In 2001, a patient with history of hypertension, hepatic/renal dysfunction, coronary heart disease, aortic valve replacement with allograft (02/2001), and unspecified endocarditis (04/2001) underwent placement of aortic valve homograft (specific procedure type unknown). According to the user facility's MDR sent to the manufacturer, the patient was readmitted three months later (july 2001) with recurrent endocarditis and a cardio/urogenital infection. The patient was placed on antibiotic therapy (type unknown) and discharged home. According to the report, the current status of the patient is unknown and follow-up information is not available at this time.